Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that the hcp performed a revision during which a new lead was implanted together with a new extension; however the hcp verified that only the extension was replaced due to the patient's old extension being fractured. The patient reported that the hcp used a tunneling tool during the procedure. The patient reported that the revision occurred on (B)(6) 2015, but said it may have been (B)(6) 2014 instead. No patient symptoms reported. No further patient complications have been reported as a result of this event.